Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported no steps were taken to resolve "the implant battery to hold a charge." The patient was unaware that the battery would naturally discharge even if it is not on. Patient reported their new coupling belt works great and makes recharging much easier. "It's the smaller battery that is the problem." Their past 2 larger batteries reportedly held a charge very well. Patient reported they let the battery run out and could not recharge it. The manufacturer representative got it going again. The patient reported they now make sure to recharge when their battery gets down to 1/4 battery. It reportedly takes the patient longer to charge. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient's ins was not holding a charge since device was implanted. Patient reported they had poor coupling, normally able to get 6 bars but hasn't been able to get more that 4 bars. Patient reported they had poor telemetry with recharging and indicated they need to meet with manufacturer representative to have device jump start. No symptoms were reported at this time.